Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that prior to an unknown procedure, upon removing the instrument from the package, instrument was separated into halves. Issue observed before the surgery during loading the instrument by inserting the selectable cartridge/reload. The inner mechanism broke and the screws dropped from the instrument. No contact with patient, no patient consequence. Another instrument was used.